Event description:
New information received noted that the delayed charge time issue was noted during capacitor maintenance. The physician explanted and replaced the ICD. The patient condition was stable, and the patient was discharged after the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited delayed charge time. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Correction. Section a4. The patient weight should have been 117 kilograms rather than left blank.